Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinician specialist, approximately 5 years, 4 months and 12 days post-implantation of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, the patient underwent a surgical aortic valve replacement with root replacement as well as an mvr. Upon medical review, the records revealed that the patient's valve was heavily calcified with leaflet immobility. The thv valve was explanted and replaced with a surgical valve. The were no complications and the patient was transferred and in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation findings and investigation conclusions and added information to type of investigation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Additionally, no imagery was provided. All inspections are conducted on 100 percent of the units. Per procedure, the sapien 3 valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification; these include patient factors (age, disease state, pharmacological intervention, etc.). Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. In this case, complaint was unable to be confirmed due device/imagery unavailability. Based on the limited information provided, the root cause for the valve calcification approximately 5 years 4 months post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (hyperlipidemia). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.